Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was repositioned during a left ventricular (lv) lead implant. The patient's underlying rhythm is being monitored, and the atrial threshold was tested in aai mode at 4.5v@0.4 and 3.5v@1.0ms. The intrinsic amplitude is within the expected range (1.4-2.6mv), and the right atrial (ra) impedance is approximately 560 ohms. The ra output has been programmed to 5v@1.0ms. A technical service (ts) consultant was asked to review the device data. Ts provided recommendations for x-ray images, to evaluate the ra lead position relative to post-implant images. The ra lead remains implanted. The physician will monitor the patient closely. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was repositioned during a left ventricular (lv) lead implant. The patient's underlying rhythm is being monitored, and the atrial threshold was tested in aai mode at 4.5v@0.4 and 3.5v@1.0ms. The intrinsic amplitude is within the expected range (1.4-2.6mv), and the right atrial (ra) impedance is approximately 560 ohms. The ra output has been programmed to 5v@1.0ms. A technical service (ts) consultant was asked to review the device data. Ts provided recommendations for x-ray images, to evaluate the ra lead position relative to post-implant images. The ra lead remains implanted. The physician will monitor the patient closely. Besides surgical intervention, no adverse patient effects were reported.